Manufacturer narrative:
Section b5: additional information. The previous driveline repair and evaluation of the log files and replaced external portion of the driveline was reported in MFR#2916596-2019-01756. Section d4: correction. Section h3 and h4: additional information. Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(4), identified an internal driveline issue that could have contributed to the reported pump stop, which was confirmed through the evaluation of the submitted system controller log file. The submitted log file revealed one transient pump stop and low speed hazard/advisory alarm on (B)(6) 2019 at 03:23:34 am while the system controller was connected to an mpu. A low flow hazard alarm was also observed during this event, which was associated with the low speed hazard alarm. The pump ramped up to the fixed speed without issue following this event, and the pump appeared to have functioned as intended throughout the remainder of the log file. It was later reported that the patient underwent a pump exchange on (B)(6) 2019. (B)(4)> was returned assembled with the driveline severed approximately 11.5¿ from the pump housing. The remainder of the driveline was returned in a segment measuring approximately 28¿. The previous driveline repair was observed approximately 18.5¿ through 22.5¿ from the metal connector. Severe metal braided shield revealed breakdown was observed approximately 9.5¿ from the pump housing. Visual inspection of the underlying wires revealed a breach in the brown wire approximately 9.5¿ from the pump housing, exposing the inner conductors. This damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed inner conductors of the brown wire made direct contact with the metal braided shield while the system controller was connected to a tethered power source such as the mpu, the resulting electrical short to ground could have resulted in the pump stop observed in the submitted log file. In addition, if this insulation breach was present at the time of the events addressed within MFR#2916596-2019-01756, it could have contributed to the reported low speed events in (B)(6) 2019. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Heartmate ii lvas IFU section 6 entitled ¿patient care and management¿ outline indications of driveline damage as well as how to respond to such events. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it appeared that the perc lead repair on (B)(6) 2019 did not resolve the issue. The evaluation of the external portion of the driveline did not confirm an issue that could have contributed to the reported low speed advisories recorded in the submitted log file submitted on 08apr2019. The pump stop the patient experienced occurred while using an mpu.

Manufacturer narrative:
The previous driveline repair was reported in MFR# 2916596-2019-01756. Approximate age of device - 2 years, 7 months. The patient remains ongoing with the new device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient who had a driveline repair on (B)(6) 2019 experienced a pump stop. Patient was asymptomatic and only remembers hearing alarms in the middle of the night. Interrogation has not shown any further pump stops. After review of the log file, it appeared to be a percutaneous lead short to shield issue. Since the entire percutaneous lead was replaced previously, another repair attempt isn't possible. Patient was inpatient and placed on an ungrounded cable until patient had a pump exchange on (B)(6) 2019. No further information was provided.